Event description:
It was reported that the patient had concerns of device interaction between the light relief device and their st. Jude device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).